Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results, the device evaluation findings. The scope was sent to an independent laboratory for microbial testing. The scope tested positive for enterococcus gallinarum. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. Olympus performed a visual inspection using a borescope on both the biopsy and suction channels of the scope and found no evidence of biomaterial. Upon further inspection, non-olympus repairs and parts were found on the bending cover, insertion tube, light guide tube, electrical contact pins, nozzle, electrical (el) connector, and adhesive around the objective and light guide lens of the scope. The scope was serviced. Based on the independent laboratory results and device evaluation findings, the cause of the reported positive culture could be attributed to improper maintenance of the scope. The instruction and reprocessing manual for use provides several warning and caution statements in an effort to prevent cross contamination and equipment damage. ¿all channels of the endoscope, including the elevator wire channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. This instrument does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or operator injury and/or equipment damage can result. This instrument is to be repaired by olympus technicians only.¿

Manufacturer narrative:
The scope was returned to olympus for evaluation; however, the device evaluation is still pending results. The scope will be sent to an independent laboratory for microbial testing and ethylene oxide (eto) sterilization. As part of our investigation, an olympus ess visited the user facility and provided a reprocessing training on august 30, 2017. The ess observed the reprocessing staff performing the manual brushing steps out of order as to what is stated on the reprocessing manual. In addition, the reprocessing staff was found conducting the same cleaning steps for both the tjf-160 series and tjf-180 series; which the ess corrected and addressed. The user facility also stated that no changes will be made to their reprocessing practice as it is difficult for the staff to separate the cleaning steps by scope type. The ess also made a recommendation for the reprocessing staff to use olympus cleaning brushes as the facility currently uses non-olympus cleaning brushes. The ess provided product information, the tjf reprocessing check list, and videos to address the reprocessing deviations.

Event description:
Olympus was informed that after reprocessing, the scope¿s culture tested positive for escherichia coli. The facility utilizes a non-olympus automated endoscope reprocessor (aer) machine. In addition, it was reported that there have been no changes to the facility¿s reprocessing practices. All reprocessing staff at the user facility is properly trained in reprocessing the reported duodenovideoscope. No patient infections reported.